Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: to change the implant location from above-muscle to below-muscle. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a revision breast augmentation with a 700cc mentor memorygel breast implant and experienced right-sided grade IV capsular contracture postoperatively. On (B)(6) 2021, the right-sided implant was removed and re-implanted in to change the implant location. The diagnosis of the capsular contracture was confirmed based on physical examination (B)(6) 2021. At the time of this report, mentor has received no information regarding an expected explantation date. Breast implants are intended for single use only. Re-use includes a risk of infection (microbial as well as viruses and transmissible agents) as well as immune responses. The sterility of the device can no longer be guaranteed. Furthermore, the integrity of the device cannot be guaranteed due to the risk of damage to the device. Sterility, safety, and efficacy cannot be assured for damaged devices.